Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon detachment occurred. The procedure was indicated due to an unspecified stenosis in the "fibularis". Successful angioplasty was performed with a sterling es mr 2mm x 40mm x 145cm balloon catheter. The balloon was confirmed to be fully deflated via fluoroscopic images. During removal, difficulties were encountered as the device could not be removed from the sheath. The physician used "more force than normal" and the balloon detached from the proximal shaft while still inside the sheath. No device fragments were left inside the patient. The procedure was considered completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed there was a dried blood-like substance visible in the inflation lumen. The balloon was in a deflated state. The shaft was separated 10.5 cm from the midshaft bond. The fractured ends of the midshaft are jagged, consistent with a separation due to tensile overload. There was a 10 mm tear in the distal shaft < 1 mm extending distally from the guide wire exit notch. There were several kinks in the hypotube and distal shaft. There was no other damage to the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon detachment occurred. The procedure was indicated due to an unspecified stenosis in the "fibularis". Successful angioplasty was performed with a sterling es mr 2mm x 40mm x 145cm balloon catheter. The balloon was confirmed to be fully deflated via fluroscopic images. During removal, difficulties were encountered as the device could not be removed from the sheath. The physician used "more force than normal" and the balloon detached from the proximal shaft while still inside the sheath. No device fragments were left inside the patient. The procedure was considered completed with this device. No patient complications were reported and the patient's status is fine.